Manufacturer narrative:
The technician cleaned and lubricated the hi/low brake assembly to resolve the drifting issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Technician alleged that the hi/low drive was drifting. No injury reported.